Manufacturer narrative:
The pump was not in manufacture mode. The insulin pump was pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing serial number label, peeling end cap address label, stained keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that insulin pump had the reservoir plastic piece came off. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.